Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the dents on the objective frame of the distal end was traced to component failure and the most probable root cause of the dust particles on the objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had dents on the objective frame of the distal end and dust particles on the objective lens. There was no patient involvement.